Manufacturer narrative:
Reference: (B)(4). Medical product - repicci ii unicondylar femoral 45 mm lm/rl, catalog #: 102101, lot #: 743830, palacos bone cement 40 gram, catalog #: 424800, lot #: 003341. Customer has not indicated if product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report:0001825034-2017-02710.

Event description:
It was reported that following a total knee arthroplasty, the patient underwent a revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event date - could be (B)(6) 2005 or (B)(6) 2005; explant date - could be (B)(6) 2005 or (B)(6) 2005; therapy date - could be (B)(6) 2005 or (B)(6) 2005. The information contained within this report does not alter previous conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised from a partial knee to a total knee 3 years post-implantation due to an unknown reason. Attempts have been made and additional information on the reported event is unavailable.